Manufacturer narrative:
Review of pump data by quality engineering: pump data recorded three low blood glucose (bg) entries between (B)(6) 2016, and the reported event date of (B)(6) 2016. Two of the low bg entries were recorded back to back on (B)(6) 2016. In both cases, customer requested a larger than normal bolus while still having insulin on board (iob), and did not enter their current bg level while programming the boluses. Customer aborted insulin delivery four times for up to two hours. Customer made bolus requests while having insulin on board and not entering their bg levels. Both of these factors could potentially lead to a low bg. There is no evidence that the insulin pump malfunctioned or experienced a failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 (mg/dl). Reportedly, the customer's significant other contacted emergency personnel who were able to treat the customer with intravenous dextrose. The customer was not taken to the hospital for the event. Troubleshooting with tandem technical support indicated pump was performing as intended. Customer indicated that they have spoken with their health care provider about this event.